Event description:
Devilbiss healthcare was notified on (B)(6) 2022 of a complaint involving a model 7305p-d suction unit. The home medical equipment supplier stated, "unit will not suction". There was no report of any illness, injury or medical treatment associated with the complaint. Devilbiss healthcare evaluated the unit on (B)(6) 2022 and determined the root cause of the device complaint was fluid/material being back-suctioned into the unit. The risk of fluid/material being aspirated back into the unit is covered in detail in the product IFU, noting that such an event may damage the vacuum generating components, requiring repair of the unit. The FDA product category for suction devices is very broad, and the devilbiss suction device is not continuous or automatic and is not a life support or life sustaining device. The devilbiss suction device is used on demand for periodic, intermittent, and brief suctioning of fluids from the user's airway, as part of a respiratory care system intended to have several redundancies in place to reduce the risk of serious injury or death..